Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. A complete pump reset was provided by technical support, who guided the customer through the process. After the reset, the sensor session was successfully started without further errors.